Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received sixteen inappropriate shocks in the primary sensing vector due to t-wave over-sensing. The physician elected to program the device to the secondary sensing vector with 2x gain to resolve the event. Additionally, boston scientific technical services (ts) was contacted for review, but the event data has not been provided for a detailed analysis. Regardless, ts recommended performing a treadmill stress test to evaluate the secondary sensing vector performance with an elevated rhythm morphology to ensure no further t-wave over-sensing will occur. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.